Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic after receiving an alert for non-sustained rv oversensing due to myopotentials. Deep breathing test was performed in attempt to reproduce noise. Programming changes were made.